Event description:
It was reported that, "medial screw is stripped. Surgeon discovered while attempting to lock in place which resulted in the surgeon having to pin the medial side."

Manufacturer narrative:
Evaluation summary: visual inspection indicated the returned device was in used condition. One screw on the device was backed out past the end of the threaded portion and was seized and stripped. It appeared as if there was an attempt to remove the screw. The screw on the opposite side was still functional. The investigation concluded that the screw was backed out too far, likely with the use of large amounts of torque. The ends of the screws are not threaded and are permanently installed during mfg. The threads will strip within the guide if attempts are made to fully loosen the screw. The screw could not be re-engaged by hand with an allen key on this device, indicating that the screw had seized due to the threads being stripped within the guide body. The device is labeled 'non-removable screws.' The stryker sales rep must advise the user not to disassemble this device and follow general cleaning and maintenance instructions for instruments. There have been no similar previous reported events for this lot code.